Event description:
During set-up of a total knee replacement case, scrub tech. Noted there was yellow/brown colored foreign fluid material coming out of battery compartment onto handpiece. When the scrub tech pressed on battery compartment door, add'l foreign fluid/material came out. Sterile field contaminated, required case had to be reset-up with a different device.

Manufacturer narrative:
The subject product has been received and a preliminary eval performed. The handle was noted to appear distorted or deformed and the handles halves starting to split apart. The locking tabs on the battery compartment are distorted, but not broken. A small amount of solid residue on the battery compartment was noted and there was some of the same type of residue found in the blister pack the device was returned in. The battery compartment was removed from the handle and the batteries and contacts were noted to be corroded with dried battery acid. The battery compartment is distorted and some areas of the battery casings are melted. The batteries were stuck to the battery compartment walls and could not be manually removed. Therefore, the batteries were removed by sawing the battery compartment in half. The removal of the batteries revealed add'l corrosion and dried battery acid. One of the electrical contacts also appeared to have some scorching. The returned device has been sent to and is pending further eval at the mfg facility. Therefore, no conclusion can be drawn at this time. A f/u report will be submitted when eval has been completed.